Event description:
A customer reported that they obtained imprecise readings on their freestyle flash blood glucose monitor. A customer obtained readings of 27.8 mmol/l and 8.8 mmol/l taken within a ten-minute timeframe. The results were plotted on a parkes error grid and the results fell within the c zone result which is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer returned freestyle flash blood glucose monitor with a serial number (B)(4), rather than a serial number of (B)(4), which is what was originally reported. Test strips with lot number 0706625 were not returned. The complaint was not confirmed and no new issues were observed, all results were observed, all results were within the range specification and no errors or other issues were observed during control solution testing.